Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity) and an intermediate catheter. During the procedure, the physician experienced resistance while advancing the velocity through the intermediate catheter into the carotid siphon and subsequently, broke the proximal end of the velocity. Therefore, the velocity was pulled out of the intermediate catheter by hand. The procedure was completed using a new velocity. There was no report of an adverse effect to the patient.